Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No adhesive anomaly could be confirmed due to the sensor being opened and used.

Event description:
It was reported that the customer's sensors are only lasting two to three days due to the adhesive not sticking. The customer stated that the adhesive issue was occuring after sweating. His blood glucose vallue was 112 mg/dl. Proper preparation techniques were reviewed with the customer. Nothing further was reported.